Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose because, her onetouch delica lancing device was not working. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began mid (B)(6) 2011 all day. The patient reported that the lancing device would not cock back properly in order to launch the lancet. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise. The patient stated that she consumed food and drink in response to not being able to use the subject lancing device. The patient claimed that immediately after not being able to use her lancing device she became "sweaty and her feet were ice cold" self treated with food and drink. At the time of troubleshooting, the cca noted that the subject lancing device was used for approximately 2 months prior to the alleged issue occurring, there was no evidence of trauma/misuse. The issue remained unresolved after troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.